Event description:
It was reported that during removal of the stylet and sheath from the 3.50x15mm nc trek balloon dilatation catheter (bdc), the balloon was noted to be separated. There was no reported resistance noted during removal of the stylet or sheath. Another 3.50x15mm nc trek bdc was used to successfully complete the procedure. There was no reported patient involvement and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the balloon separation. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.